Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a spinal fusion procedure on (B)(6) 2020 and the barbed suture was used. After the cross stitch was placed on the subcutis and a surgeon was fixing the tab and putting about 3 stitches, the barbed suture broke. The surgeon opined about possible cause of the issue that while he was placing the cross stitch, the needle might have touched the portion of the suture which had already been put on/under the tissue, causing damage on the suture. The surgery time was extended 30 minutes. There were no patient consequences reported. No further information is available.